Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopic procedure, two (2) fastfix 360 devices failed in succession because the gray deployment retractile knob could not bounce back, which resulted in a moderate meniscus tear. The tear was treated using traditional suture and t1 implants were removed using tweezers. Surgery was completed with a competitor device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported. Patient current status is healthy.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An image evaluation was performed and found two fast-fix devices, neither of which has implants or sutures, as these have already been deployed. The gray knob in both devices is in the correct position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.